Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that they have a defective patient connector that is frayed. Customer states there was no patient involvement.